Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The unit was returned to carefusion for evaluation and repair. Found a faulty power cord pn 770129-102 as the root cause of the issue. Replaced the power cord performed a pm and returned the unit to the customer.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this unit is failing the electrical safety test.